Manufacturer narrative:
(B)(4). Evaluation: the homechoice (hc) was returned and evaluated. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was not confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as several alarms were reported and several different alarms were identified in the logs, the reported issue was verified. However, since no alarms were duplicated during sample analysis a cause of the alarms could not be determined. The device was sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an unknown alarm that occurred during the use of the homechoice device. This event occurred during an unknown cycle on an unknown occurrence date. Patient involvement is unknown; no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The affected device has been received and the evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.